Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cable was damaged and further noted that the device failed uplink tests and its label was delaminated. The cable and label were replaced to resolve all. (B)(4)

Event description:
It was reported that the radio frequency (rf) head cord was frayed. The rf head has been returned for repair. No patient complications have been reported as a result of this event.